Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was returned. Visual inspection revealed an unknown material taped to the container. Viscoelastic residue was observed throughout the cartridge. The cartridge tip was observed to be torn, and the cartridge was damaged. No further issues were identified with the smartload device. As per the analysis, the material was consistent with a mixture of an organic acid salt and cellulose, with the possibility of an amine being present. The fourier transform infrared spectroscopy (ftir) spectrum raw data output generated was compared against the manufacturing process ftir library and did not yield any results with at least a 0.9000 correlation. The top hit was ¿healon pro viscoelastic¿ with a 0.4234 correlation. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable - lens remains implanted. Therefore, not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation/application of the preloaded intraocular lens (iol) a piece of plastic was injected into the eye. The piece of plastic was removed and there were no complications. There was no impact on the patient. Account indicated that the patient is well. No further information was provided.